Event description:
A healthcare worker complained of eye burning and irritation as a result of a cidex opa solution spill. The worker stated their maintenance department was working on the unit and when they were finished, the hose for holding the tank was not placed back into the holding tank. The worker did not seek medical attention and she is doing fine.